Event description:
It was reported that patient the lead exhibited low impedance. Insulation abrasion was observed. The lead was capped and replaced. Patient condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.